Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. The xience skypoint instructions for use (IFU) will be used. The reported patient effect of dissection is listed in the xience skypoint everolimus eluting coronary stent systems IFU as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.

Event description:
Patient ID: (B)(6). It was reported that after the orbital atherectomy, the xience stent was implanted. An ivus (intravascular ultrasound) showed a dissection on the distal edge. A second stent was implanted and the condition resolved. There was no adverse sequelae. No additional information was provided.